Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: per visual inspection; scratched lens, peeling downstream occlusion (dso) seal, worn upstream occlusion (uso) seal and crack door. The complaint was verified by visual inspection. The cause was the air detector. Replaced the air detector to correct the issue. The device passed all functional tests after the repair. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
It was reported that the pump had a constant air in line. During testing. There was no patient involvement.